Event description:
It was reported that system controller appeared to have sustained heat damage, partially melting power lead. The patient reported being connected to mobile power unit (mpu) and a spot on their arm was noted where the power cords burned them. The system controller was exchanged.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Corrected data: section a3a: patient gender corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu), serial unknown, overheating was unable to be confirmed. Log files were not submitted for review. Product was not returned for evaluation. Provided information indicated that the system controller appeared to have sustained heat damage, partially melting the power cable. The patient also reported that while connected to the mobile power unit, the patient cable burned them. Multiple attempts were made to obtain additional information from the customer regarding the event (including patient information, cause of the damage, any images available, log files, any issues with the mobile power unit, serial numbers, and product return status); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch is currently available. Section 3 entitled ¿powering the system¿ addresses how to use the mobile power unit to power the system. Section 7 entitled ¿alarms and troubleshooting¿ describes all alarms which occur on the mobile power unit and system controller. Section 8 entitled ¿equipment storage and care¿ indicates that cleaning and service should be performed only by abbott medical-trained personnel. The user is instructed to not attempt cleaning or repair on their own. The heartmate 3 patient handbook (section 2 ¿how your pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Serial number was not provided. A DHR review was not performed. No further information was provided. The manufacturer is closing the file on this event.